Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the patient had a cracked hub on the permcath which leaked and required a hub replacement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one hemodialysis catheter for examination. The catheter body was cut just below the distal end of the juncture hub. The separated portion was not returned for investigation. Signs of use were observed in the forms of biological material on the catheter body and sutures on the suture wings of the juncture hub. The returned portion of the catheter was cut at 23mm (from the juncture hub to the distal catheter tip). The catheter body outer diameter was measured and was found to be within specification. The returned catheter was functionally tested by clamping the distal end of what was left of the catheter body and injecting water through the luer hub using a lab inventory syringe. When the water was injected , liquid leaked from the connection point of the catheter body and juncture hub. The threaded compression sleeve and compression sleeve was removed to better observe the leak. It was noted that the sleeve came off with relative ease. The sleeve was then re-applied more thoroughly to the connector assembly. A leak test was performed a second time. No leaking was observed. A leak test was also performed on the connector assembly. With the tips of the metal prongs occluded, a leak was observed at the connection point between the prongs and the juncture hub. After the catheter failed functional testing, microscopic examination revealed a leak coming from under the threaded compression sleeve of the connection point between the juncture hub and the catheter. The sleeve was removed from the assembly. It was noted that the sleeve was removed with little difficulty. Further examination revealed that the leak was occurring where the metal prongs meet the juncture hub of the connector assembly.the IFU provided with the kit warns the user, "ensure that compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation. Remove catheter clamp." The customer report of a catheter leak was confirmed through complaint investigation. The catheter appeared to leak connection point between the juncture hub and the metal prongs and the catheter body. The catheter body met all relevant dimensional inspection. Based on the condition of the returned device, it was determined that manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate the complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the patient had a cracked hub on the permcath which leaked and required a hub replacement.